Manufacturer narrative:
Analysis summary: the analysis results confirmed that the lcsc5 device was returned with the distal tip of the blade broken off and missing . Due to the damaged to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations. And may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during the lap sigma procedure, insturment became hot. No further information is avaialble. Case completed with same like product. No patient consequence.